Event description:
The customer reported that a known a2b pt sample failed to react in the anti-a microtube of mts monoclonal a/b/d and reverse grouping card lot#072005037-33.sample was pipetted on the tecan megaflex-ID and read on the reader sa.